Manufacturer narrative:
An event of difficult to advance through patient anatomy and bent on the delivery system was reported. A returned device assessment could not be performed as the device was not returned for analysis. Reportedly, during the procedure, after several more attempts were made to advance the delivery system, the device was removed from the patient. It was observed that the valve capsule was bent. The system was removed and replaced. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met specifications. Based on the information received, the reported bent on the delivery cable could have been caused due to excessive manipulation. However, difficulty advancing could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a 29mm navitor vision valve was selected for a procedure on (B)(6) 2024 using a large flexnav delivery system. Pre-dilation was performed with a 22mm non-abbott balloon. During the procedure it was noted that while attempting to pass the delivery system into the access site at the right femoral artery, the radiopaque tip could not pass through the calcium posterior to the access site. After several more attempts were made to advance the delivery system, the device was removed from the patient. It was observed that the valve capsule was bent. The delivery system was replaced with a new large flexnav delivery system. There were no adverse effects to the patient. The patient status was stable.